Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The oxygen sensor was replaced to resolve the issue. Block a: patient information could not be obtained due to country privacy laws.â â legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that there was a malfunction resulting in oxygen failure during patient use. There was no patient injury.